Event description:
It was reported that the right ventricular and atrial lead thresholds were high. The device outputs were programmed high and the device reached elective replacement indicator (eri) after four years. It was also reported that the patient was suspected to have had twiddler's syndrome in the past; the device was rotated in the pocket and the right ventricular lead had no slack and was noted to be "pulled back" on fluoroscopy. The device was explanted and replaced, the right ventricular lead was capped and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.